Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention procedure, crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending artery. After pre-dilatation with 2.5mm x 20mm maverick balloon catheter, a 4.00mm x 24mm promus element¿ stent was advanced but failed to cross the lesion. The catheter was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.   Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The remainder of the stent, tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).